Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 1903120 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, epoxy, an adhesive used in the assembly process to join the cannula to the hub, was identified on the surface of the needle. This issue may have occurred due to a stoppage in the assembly machine, leading to the epoxy from one needle coming in contact with another needle before the curing process. Based on the preventive measures in place we are confident this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that 10 syringes s2 5ml 22ga 1-1/2in bd china were found with white foreign matter on their needles before use. The following information was provided by the initial reporter, translated from chinese to english: "after opening the package, there is white colloid foreign matter on the steel needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 syringes s2 5ml 22ga 1-1/2in bd china were found with white foreign matter on their needles before use. The following information was provided by the initial reporter, translated from (B)(6) to english, "after opening the package, there is white colloid foreign matter on the steel needle."